Manufacturer narrative:
The associated complaint device was returned and evaluated. The stated failure mode was confirmed through a visual inspection of the returned jrny ii cr lkg fem imp bumper rt. The bumper fractured into two pieces. Both pieces were returned. The device was manufactured in 2013. The device exhibits signs of significant use and wear. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The stated failure mode was confirmed through a visual inspection of the returned jrny ii cr lkg fem imp bumper rt. The bumper fractured into two pieces. Both pieces were returned. The device was manufactured in 2013. The device exhibits signs of significant use and wear. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during the impaction of the final implant, the plastic bumper broke in half. It remained in place and did not affect the surgery or cause any disruption in the case or lengthen the surgery time. Nothing was affected. It just broke. When we removed the locking impactor, the piece was broken. It was in two large pieces. Nothing was left behind in the wound. No chips or pieces came off. It was just broken. The impactor was removed as normal and the secondary impactor was used as normal to provide the final impaction of the implant.